Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was in backup vvi mode upon receipt. Analysis of device image indicated the device went into backup vvi mode due to power on reset (por). Excessive high voltage charges at eri battery level were found to be the cause of the por. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Further analysis was performed by restoring the device from backup vvi mode, after which extensive testing was conducted to assess device functionality. All test results indicated normal device performance. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received notes that the device was explanted and replaced on (B)(6) 2025. The patient was stable throughout.

Manufacturer narrative:
Correction: d9: field should be marked "no" in prior report.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the battery of the implantable cardioverter defibrillator (ICD) had prematurely depleted. The patient was asymptomatic. No interventions were reported.